Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the leak/ splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation. During preparation of the steerable guide catheter (sgc), the sgc failed to hold fluid column. There was no patient involved. A replacement was used to complete the procedure. One clip was implanted with no reported issue, reducing mr from grade 4 to grade 1. No additional information was provided.